Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer is experiencing a low potassium calibration slope and an out of range low potassium quality control levels. This happened when the customer started using the new clinical chemistry serum ict calibrator lot # 0505017. This issue occurred on the architect c8000. The customer tried different trouble shooting methods to resolve the issue (loaded on a new sample diluent, replaced ict module and opened a fresh bottle of quality control) without success. There was no impact to patient management reported.